Manufacturer narrative:
(B)(4). This report is a duplicate report. All evaluation information can be found in the master report number: 1423500-2012-11088.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:57:55. During night drain cycle five, the patient's ultrafiltration reading was 3254ml, indicating the home patient (hp) drained 3014ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.